Event description:
During follow-up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Provocative testing was performed but revealed no anomalies. No intervention was performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
During follow-up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Provocative testing was performed but revealed no anomalies. Rv lead damage was suspected, although it was not confirmed. No intervention was performed at this time. The patient was in stable condition and will continue to be monitored.